Event description:
Interruption in intermittent therapy reported. The pump was programmed to infuse mesna in 100.0 ml doses over one hour with an unspecified frequency and no keep vein open rate. It was reported that after 0000 hours on 03/01/2000, the pump did not deliver the scheduled dose and ceased to function since no keep vein open rate was programmed. Subsequently, the pt missed three doses before discovering the interruption in therapy. There was no reported pt harm and the pt's (unspecified) venous access catheter remained patent and intact. The physician was notified and orders to give a mesna dose (100.0 ml) immediately followed by hydration fluid at an unspecified rate for an unspecified time before continuing with the intermittent mesna therapy were rendered. It was reported that the pt's urine was checked for blood and all tests were negative. Though requested, there was no add'l info or specific details available.